Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device delivered less than intended. This was due to the plunger coupler.